Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty main board (pcb). The main pcb was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. Review of the log does confirm the customer's report. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.